Event description:
A malfunction was reported with a displayed error code of "malf 16." There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced as it was still under warranty. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The customer was advised on how to put the pump into storage mode before returning it to tandem using a pre-paid label within 10 days and confirmed their understanding of the instructions.